Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to any of the olympus locations. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the cable break due to unexpected stress. This stress may have been caused by user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the cable was broken. It was found during preparation for use. The endoscopic image did not appear. There was no report of patient injury associated with this event.